Event description:
Procedure went well with capsule. In post op rn noted it was having technical difficulties. Technical support was called and they got capsule and recorder working properly. Pt went home. After pt was at home he noticed loss of signal. Was able to recapture signal. This happened twice. Md determined enough data had been collected to complete the study. No harm to pt. Same receiver lost connection with two bravo capsules. Rep contacted and receiver removed from service. Ref #mw5075394.